Event description:
Reporter alleged obtaining a result of 0.6 mmol/l on compact plus system 1 compared back to back with a result of 4.6 mmol/l on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). This medwatch report is for the suspect device used in system 2. (B)(4).